Event description:
It was reported to vyaire medical that the fan and turbine was replaced, but the turbine sound is still there. The sound is coming from the turbine input as a back flow. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: upon communicating with the customer, it was discovered that the tubing had a weak spot, causing it to kink when the cover was closed, resulting in the backflow and associated sound. The customer corrected the issue by pressing on the weak spot and carefully securing the cover while holding the tubing in place, which resolved the problem. Without the tubing returned for evaluation, pictures, or videos of the tubing, the cause of the weak spot cannot be determined.